Event description:
Reporter indicated that the physician's office lost the back cap of their handheld device so they could not turn on the handheld. They were able to locate the back cap and place it back on the handheld. The handheld was charged; however, whenever the handheld was unplugged from the wall, it would turn off. It would only work when plugged in, but even when it was plugged in, the power light would not illuminate. The handheld was switched out for another handheld and everything worked fine. The physician was provided a replacement handheld and the handheld that was not functioning properly was returned to the MFR for analysis; however, device evaluation has not been completed.